Manufacturer narrative:
Device evaluation: other, the suspect device has not been returned for evaluation. A review of the device history record for both lot numbers provided did not reveal any exception documents. Complaint database review found no similar complaints for both lot numbers provided. Second lot number (f707703) provided has an expiration date of 04/30/2012 and a manufacture date of (B)(4) 2009. Evaluation conclusions: other, the investigation is not complete. A follow-up report will be submitted when additional information is available.

Event description:
The rotator on the manifold came apart when the dr was performing a left ventriculogram at 600 psi. There was no harm or injury reported. The customer felt that the lot number f681922 was correct, but also reported that a second lot number f707703 was available and could have been used for the procedure.